Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not close properly, the tips crossed. There was bleeding. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Not sure. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Not sure. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Not sure. Were any unexpected noises heard? If so, when? Not sure. Did anything unexpected happen prior to this incident? Not sure. Was the device fired after this incident in or out of the patient? Not sure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.